Event description:
It was reported that the patient received inappropriate shocks. Egms showed noise on the lead. It was recommended to explant the lead. The device was reprogrammed with brady only and the high voltage therapies turned off, as the patient has not yet made a decision to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.